Event description:
It was reported that stent damage occurred. A 3.00x24mm promus premier stent was selected. When they were trying to place the device into a non-bsc guide wire, it was noted that the stent got damaged. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the outer was kinked 66mm distal to the port bond. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus premier¿ stent was selected. When they were trying to place the device into a non-bsc guide wire, it was noted that the stent got damaged. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.